Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, following sheath insertion, air was noted in the syringe during the initial aspiration. The procedure was successfully completed using a replacement device. There was no information provided on the patient outcome. The product will be returned for analysis. It was further reported pump was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
Update to b5 (describe event or problem).

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, following sheath insertion, air was noted in the syringe during the initial aspiration. The procedure was successfully completed using a replacement device. There was no information provided on the patient outcome. The product will be returned for analysis. It was further reported pump was used for the irrigation of sheath. No other issue has been reported.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, following sheath insertion, air was noted in the syringe during the initial aspiration. The procedure was successfully completed using a replacement device. There was no information provided on the patient outcome. The product will be returned for analysis.